Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with limited information. Information identified in the paperwork indicated the patient died approximately 11 days post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: unknown lead. (B)(4).

Manufacturer narrative:
Product event summary: the lead the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.